Event description:
It was reported that a bag of acid concentrate for hemodialysis experienced a leak. This was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.